Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the computer would not power on. It was reported that the motherboard was at fault as the settings were properly entered.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a replacement computer was shipped to site. On (B)(6) 2017 a medtronic representative went to the site to check the equipment. Representative replaced the mobile view station (mvs) computer and performed a system checkout. System passed all tests and is working normally. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A site representative reported that when booting up the mobile view station (mvs) of the imaging system, intermittently the screen boots to blank screen. Rebooting the system resolves the issue. There was no patient at the time of the reported issue.